Event description:
Customer reported that the insulin pump alarmed on 06/19/2014. The alarm has to do with the sensor but the customer does not use sensors. Assistance was provided in turning off the sensor feature on the insulin pump. The customer did not know her blood glucose reading at the time. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.